Event description:
The male pt received a 2.25 x 18mm cypher select plus stent in the pda and a 3.5 x 23mm cypher select plus stent in the proximal to mid lad. After implanting the 3.5 x 23mm stent, insufficient flow was noted. Another procedural complication reported was distal embolization of thrombus and/or plaque material. Post procedure, the pt had an anterior target vessel related q-wave mi. Pt was treated with adenosine.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.